Manufacturer narrative:
H10: through follow-up communication livanova learned that the correct event date was 26th june 2023 and also another error, related to pump / stirring mechanism that uses too much power, was displayed on patient side. A livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue. In order to solve it, patient pump 1, stirring mechanism, distribution board and main ac board were replaced. Subsequent functional verification testing was completed without further issues and the unit was returned to service. Complaints database analysis revealed that no similar event on this device occurred since its installation in 2016. Based on the available information and taking into account the review of similar events, the most likely root cause of the complained event is associated to pump mechanical motor bearing damaged by the corrosion, which did not allow the motor shaft to rotate freely, and required a power overload to work, which could have led to an overcurrent that ultimately caused electrical damage to the boards. Possible causes are water infiltration or water formation due to condensation or high temperatures and high level of humidity in the stationary phase (causes related to environmental conditions).

Event description:
See initial report.

Event description:
Livanova deutschland has received a report that a 3t heater cooler displayed error meaning the pump is blocked (e07) in the patient tank during maintenance. There was no patient involvement.

Manufacturer narrative:
A.1.-a.5. There was no patient involvement. G.5. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). H10: livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in italy. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.